Event description:
After a thorascopic resection of a sequestration, it was noted upon trying to wake the patient up that there was a fair amount of blood on the chest tube dressing site. The resident and pa were notified, and they reached out to the surgeon. By the time the surgeon was coming back to the operating room suite, it was noted that blood was oozing around the dressing site and that a copious amount of blood was now in the tubing of the pleur-evac. The surgeon requested we set back up so he could go in and look to see if he could find the source of all the blood. A thorascopic set-up was then used to evaluate the patient. Nothing significant was found and therefore the surgeon closed the wound sites. Shortly after finishing that, it was noted that blood was still coming out of the chest tube site and therefore the surgeon decided to do an open thoracotomy to try to find the source of the bleeding. While performing the thoracotomy, the surgeon noted that there was bleeding around the staple line. The surgeon proceeded to cauterize and over sew with suture to stop the bleeding. The surgeon used the just right stapler. Ref. # jr-st25-2.0, lot: 75ia7102, exp. 10/07/2023. Baby was then transported to picu. FDA safety report ID# (B)(4).